Event description:
In 2008, the patient's ex-husband called in for assistance in changing the insulin cartridge on the patient's infusion device. He stated, he was helping as the patient is blind. He was assisted in filling the cartridge and helping the patient insert a new infusion set, prime the set, and put the device in run. The patient stated, she has had elevated blood glucose readings as she had not been able to fill the cartridge by herself and was without insulin for approximately 3 hours. During that time, she had readings of 219 mg/dl, 391 mg/dl and 481 mg/dl and treated her readings by taking 10 units of insulin. On follow up in 2008, the patient stated, she removed her infusion device and began using an insulin pen. She stated that she has had better control of her blood glucose levels since then, and is now within her normal range of 150 mg/dl. She stated as she is completely blind, she prefers to remain on the insulin pen. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.